Event description:
It was reported that a patient presented with unrelated symptoms in-clinic for a routine follow-up. Inappropriate atrial tachycardia / atrial flutter episodes were detected by the patient's pacemaker. Competitive atrial pacing was also observed. On (B)(6) 2017, patient underwent an ablation procedure to eliminate a chronic, intrinsic atrial flutter, which will address the over-sensing issue as well. The patient tolerated the procedure well, and is currently in stable condition.